Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The patient presented with myocardial infarction. The target lesion was located in the proximal left anterior descending artery. A synergy drug-eluting stent was implanted to the target lesion. Patient was fine and was discharged. One month after, patient came back to the hospital. The patient was transferred to the cath lab where it was noticed that the distal edge of the previously implanted stent thrombosed. The patient's status was fine.